Event description:
This is filed to report hypotension and heart failure requiring medication. It was reported that a mitraclip procedure was performed for a degenerative mitral regurgitation (mr) grade 4+, posterior leaflet prolapse, and posterior (p1-p2) flail leaflet. The first clip (ntw) was attempted, but it was not possible to grasp the flail leaflet. The clip was not implanted, and device removed without an issue reported. A larger sized clip (cds0702-xtw, 11214r176) was implanted instead. However, the patient¿s blood pressure dropped after the implantation of the clip (xtw). According to the physicians the right heart function had worsened, and the patient was in need for a high amount of catecholamines. Following, a second mitraclip (cds0702-xt, 10824r107) was implanted without issues reported. Another mitraclip (cds0702-xt, 10820r246) was advanced and had touched the ventricular wall, causing a spontaneous ventricular tachycardia. The physician wanted to react quickly and made a sudden move with the clip which caused the previously implanted clip (cds0702-xt, 10824r107) to detach from the posterior leaflet (p2), a single leaflet device attachment (slda). In addition, it was noted that there was potential posterior leaflet damage. The xt mitraclip (cds0702-xt, 10820r246) was successfully implanted stabilizing the slda clip. Due to the slda, the procedure did not result in a sufficient mr reduction. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery systems referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported heart failure could not be determined. The reported hypotension appears to be a cascading event of the heart failure. Additionally, heart failure and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported required medication is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.